Manufacturer narrative:
Patient was noted to have a very high bmi and the initial implant location fell within a roll of skin, impeding communication between components. After moving the ipg, the patient has not noted any further issues and is receiving consistent therapy. There is no indication of any system or component failure, as noted by all orginal components remaining implanted and in use and the patient receiving pain relief from the system.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. During post-op testing and at system activation there was noted intermittent communication issues between the implantable pulse generator (ipg) and the external therapy discs. Further investigation found that when the patient was in a seated or standing position, the ipg fell into a skin fold in the lower back area. The communication issues caused inadequate pain relief due to interruptions in therapy. On (B)(6) 2024 a surgical revision was performed to move the existing ipg more proximal to the spine and more superior from it's original location. This allowed the device to reside in a flatter anatomical location and improve consistency of therapy. No components were explanted during the procedure and no new components were introduced.